Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device locking mechanism was defective. It was noted that the device had a broken locking system which enabled the handpiece to run, even in locked position. It was further noted that the motor was worn out and the housing damaged. The device failed pre-repair diagnostic assessments for noise, safety assessment, loctite and cable assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the locking mechanism was defective, motor was worn out and the housing was damaged. Therefore, the reported condition was confirmed. The assignable root cause was due to improper handling, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.